Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted the tip of the obturator was fractured. The root cause of the event is likely due to material degradation during the molding process, which could cause the part to be more prone to brittle fractures. Applied medical has implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Procedure performed: lap lso. Incident description: dr (B)(6) tried to insert the trocar into the patient and quickly noticed the tip of the trocar was not in its normal working condition. We quickly got him another trocar and the case proceeded. The patient was not harmed in any way. Additional information received via email from sales representative on april 19, 2016: when the staff opened the trocar, they noticed the trocar's appearance. It was my understanding that it was packaged this way. The trocar was not used in this case patient status: surgery was successful